Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the implantable cardioverter defibrillator had an alert for the right ventricular lead. It was noted that the right ventricular lead exhibited low impedance. Physician stated that the patient experienced a high defibrillation threshold due to the performance of the product. No sings of damage or cracks were observed on x-ray. However, it was also noted that the lead exhibited many small mistaken signals and lead malfunction was suspected. Patient was stable and will continue to be monitored with more frequent follow ups.